Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed.receiver functional test: passed all relevant testing. Case opened for interior inspection was performed and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.